Manufacturer narrative:
Date sent: 7/22/2005. A1, 2, 3, 4; b6: information was not provided by the affiliate. D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
During an unk procedure, part of the device broke off. There was no pt consequence.